Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. A review of the event history log was performed. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device is for repair. The device evaluation noted a detached downstream occlusion seal. There was unknown patient involvement.